Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is physical damage to the insulin pump. The blood glucose reading was 66 mg/dl. There is a crack around the battery area. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.